Event description:
During oocyte retrieval, the pt sustained bleeding. This happened on two occasions with two separate pts. Both complaint devices are from the same manufacturing lot. Stitches were required to stop the bleeding in the vaginal wall.

Manufacturer narrative:
(Dates of the events were not specified by the reporter). Although the actual complaint devices were discarded at the user facility, an unused device from the same lot number ahs been returned to the manufacturer for evaluation. (B)(4). Based on a review of the manufacturing records for this lot number, there is no evidence to indicate the devices were not manufactured to specification. Failure modes of the needle that could potentially contribute to bleeding include a blunt or damaged tip. There are a number of qc checks in place to identify a blunt or damaged tip. Throughout manufacturing, the needle tip is covered with a tip or needle protector and all devices are also packed and shipped with a needle protector. The instructions for use supplied with the product states "the sterile needle should be inspected for tip sharpness and kinked connecting tubing prior to pt contact." It also states "vaginal bleeding has been reported to be associated with the transvaginal route for oocyte retrieval via needle aspiration. Bleeding is typically easily controlled with direct pressure." It is possible that procedure and/or operator related factors have contributed to the adverse events. Note: an unused device from the same lot number has been returned by the user facility. Should inspection of this device indicate a deficiency or non-conformity has contributed to the adverse events, a follow-up report will be provided.